Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown scorpio baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: the provided information was reviewed by a clinician and he was unfortunately unable to confirm the event. He has indicated he needs operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, serial x-rays, histopathology reports, operative reports as well as office reports are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a right total knee replacement over 20 years ago. Patient was doing fine until a recent fall. The patient came to the ER complaining of pain. Xrays revealed a periprosthetic fx. The patient was taken to the or. The implants were removed and the fx temporarily repaired. The patient was scheduled for a revision implantation (B)(6). The doctor noted the implants were fine but determined that the patient would benefit from stems in the femur and tibia. The components were removed with no rep present so no information regarding part numbers or lot codes is available. Doctor thought he may be able to get some further information but informed me this morning that no further information is or will be available.